Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when (pfna) broke. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. This event resulted in the need for additional surgical intervention to remove the broken device. The 510k#: unknown. Device history records was conducted. The report indicates that the: part number: 472.431s lot: 9008153, manufacturing location: (B)(4), manufacturing date: 05 june 2014, expiry date: 01 june 2024. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) broke at the area of the distal locking hole. No information about patient condition received. Per the attached source document, the device was explanted. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 19 apr 16 - additional information received 18 apr 16 via e-mail: date of breakage is unknown. No further patient data available. No clinical findings available.

Manufacturer narrative:
Additional product codes for this report include hwc. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Manufacturing investigation evaluation: the received nail has a crack by the distal locking hole, as mentioned in the complaint description. Also, the distal locking hole has some damage at the inner site. A device history record (DHR) review was performed for the affected lot. Twelve (12) parts were delivered to the warehouse with no abnormalities or deviations detected that could lead to the complaint failure. The damage at the inner site of the distal locking hole likely came from a drill bit or from a screw. As part of the manufacturing investigation, the dimensions were measured around the distal locking hole. All measurements meet the specifications. Based on these findings, it can be concluded that the cause of failure is not due to any manufacturing non-conformances. Product investigation summary: three (3) parts were received for investigation. The received nail has a crack by the distal locking hole and the distal locking hole shows some damages at the inner site. There is no particular information pertaining to what happened to this article; therefore, the exact reason for this occurrence cannot be determined. However, it is likely that the postoperative activities of the patient, and the time period of the inserted nail, may have played a main role in this occurrence. The returned pfna blade (part 04.027.039s / lot 8655190) was evaluated. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected. Based on these findings, and that this part is not responsible for the damage of nail, no further investigation will be done. The returned locking bolt (part 459.400 / lot 5933798) was also evaluated. The DHR review was performed for the affected lot with no abnormalities or deviations detected. Based on these findings, and that this part is not responsible for the damage of nail, no further investigation will be done device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was further noted that the proximal femoral nail antirotation (pfna) nail broke post-operatively. Also, the internal evaluation identified a crack at the screw hold. Concomitant medical devices: 4.9mm ti locking bolt 40mm (part 459.400 / lot 5933798), pfna blade (part 04.027.039s / lot 8655190).